Event description:
Procedure type: hernia, patient sex: unk. Reportedly, the device ruptured. Another device was used to complete the procedure. No pieces from the balloon fell in the surgical cavity, incision and surgical time were not extended. No patient injury was reported.